Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the attachment device would not load a burr was confirmed. An assessment was performed on the device which found that the cutter could not be inserted. During repair it was observed that the nose tube bearings were worn out corroded. It was determined that this condition was due to normal use over time. It was further determined that the bearings are worn out and no longer in axial alignment not allowing insertion of the cutter. The assignable root cause was determined to be wear from normal use and servicing over time. The failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure with fusion it was observed that the angle attachment device would not load the burr. It was reported that there was no delay in the procedure as an unspecified spare device was available and the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.